Event description:
It was reported that the 9800 system steering handle was difficult to rotate. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The steering handle was lubricated during the service call. The system was found to be working and put back into service.